Event description:
Pt was revised to address cup loosening. Update (B)(6) 2011 - medical records were received. The revision operative report states that the acetabular cup was not loose, but was solidly fixed. Clinical history notes report that the pt wished to undergo revision surgery due to discomfort. Lab report reflects elevated cobalt and chromium levels. The complaint was reported to add the femoral head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.